Manufacturer narrative:
One device was received for investigation. The device was functionally tested and visually inspected, and no significant anomalies were observed. The device received repairs and passed all testing. The device was sent back to the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during a bench test, that the fluid warmer did not pass the final inspection due to its heat temperature that was above the limits and would not stabilize to expectable limits. The failure was discovered during remediation. There was no harm or adverse events reported as a result of the event.